Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with broken battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at a display window corner, and minor scratches to the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that the numbers on the insulin pump kept scrolling up without any input when the customer was attempting to bolus. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer's father confirmed that one of the buttons is stuck. The customer's father does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.